Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction.

Event description:
The account stated that the head section will not lower electrically or when using CPR.